Event description:
A spark occurred and caused a 2nd degree burn on the patient's cheek. It's unknown which unit the spark came from. The patient was treated using neosporin.

Manufacturer narrative:
Visual inspection of the returned foot control assembly found that the strain relief was broken. There were no other visual or physical abnormalities found with the device. The returned device was tested using a known good compatible controller and wand which was found to perform as intended, although the complaint was the unit possibly sparked there were no physical marks indicating the unit malfunctioned or burns marks from sparks. The complaint was not verified and the root cause could not be determined since the device performed as intended. Factors which can lead to electrical component failure include: there may have been an issue with another device used as part of the system. The foot control may have been activated when the wands was outside the surgical site causing the wand to activated and appearing spark due to burning off excessive liquid from the tip of the wand. There were no indications to suggest the device did not meet product specifications upon release into distribution. Device returned for evaluation, device evaluated by the manufacturer, evaluation codes updated.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors which can lead to the wand sparking include: 1. The foot control may have been inadvertently activated when the physician was removing the wand from the patient. 2. There may have been an issue with another device used as part of the system. There are no indications to suggest the device did not meet product specifications upon release into distribution.